Event description:
The customer reported that the device intermittently failed to detect batteries and emitted a chirping sound. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device intermittently failed to detect batteries and emitted a chirping sound. There was no reported patient involvement. A philips field service engineer evaluated the device and confirmed the failure. After 1 day of sitting running it self test the device was found to hang and failed to power up. The cause of the failure was found to be a faulty processor pca. The processor pca was replaced to resolve the failure. The device passed all performance assurance tests and was placed back into use. This was a malfunction of the processor pca that caused a hang condition and failure to boot up.